Manufacturer narrative:
The alere (B)(4) medical advisor was consulted regarding this event. Given the available information, the clinician treated the patient with vitamin k based on the lab results; the adverse event was not due to the inratio device. In addition, the patient was likely asymptomatic during the day of the discrepant result and at the time the patient was administered vitamin k due to the fact the patient remained in outpatient status. Also, no signs of bleeding were reported the following day when the patient was admitted to the hospital for chest pain. There was no indication of additional treatment performed given the consistent, high results on both the inratio and lab result on (B)(6) 2014. Therefore, based on the available information at this time, the death is not considered to be related to the discrepant event and the MDR is being filed as a serious injury event based on the administration of vitamin k. If additional information is received within the post-mortem report that alters this position, a supplemental MDR will be filed as appropriate. Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: at home, mid morning on (B)(6) 2014, the patient's inr was tested by finger stick and transferred via capillary tube to the test strip. At the same time, a venous sample was drawn by a nurse and brought to (B)(6) surgery where it was stored in the refrigerator until 3pm. At 3pm the venous sample was collected for transport to the hospital lab. Between 3 and 6pm the venous sample was tested at the hospital lab. Lab test results were reported back to (B)(6) surgery at 6pm. Based on the >8 lab result, vitamin k was administered to the patient on the evening of (B)(6) 2014. On (B)(6) 2014, the patient was admitted to the hospital with chest pain. On the evening of (B)(6) 2014, the patient died. The patient's cause of death is not available at this time. Historical background: the patient had bruising from a fall on (B)(6) 2014. No inr results were reported between (B)(6) 2014 and (B)(6) 2014 leading up to the event. The patient's last reported inr result was taken 21 days prior whereby the patient's inr was stable at 2.2.